Manufacturer narrative:
The investigation revealed a pre-analytical issue caused the high result. As the glucose assay runs with 2 ul sample volume, a fibrin clot sticking outside to the probe easily may have caused the false high results. The investigation could not verify the complaint as being caused by the reagent or analyzer performance. No product malfunction was observed. The patient results were doubted and no treatment was administered.

Event description:
The user tested a sample from a baby collected in a lithium heparin microcontainer with gel for glucose and received a result of 12 mmol/l. These results were phoned directly to the nursery. A second sample from same baby was tested the same day and the glucose result was 4.7 mmol/l. On (B)(6) 2010, the user repeated the first sample and received a glucose result of 4.2 mmol/l. No actions or treatment were administered to the baby as a result of the high glucose result. The lot number of the glucose reagent was 61683801. If additional information is received, appropriate notification will be provided.

Event description:
The user tested a sample from a baby collected in a lithium heparin microcontainer with gel for glucose and received a result of 12 mmol/l. These results were phoned directly to the nursery. A second sample from same baby was tested the same day and the glucose result was 4.7 mmol/l. On 1/10/10, the user repeated the first sample and received a glucose result of 4.2 mmol/l. No actions or treatment were administered to the baby as a result of the high glucose result. The lot number of the glucose reagent was 61683801. If additional information is received, appropriate notification will be provided.